Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella 5.5 exhibited higher than expected purge pressures ranging from 900¿1000 mmhg and purge flows of 1.5¿2.5 ml/hr following implantation and initiation of support. It was reported that this was the second pump in use and that it replaced a previously implanted impella 5.5 due to unresolved high purge pressures. It was reported that there were no active alarms on the second impella 5.5 pump. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of pph was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
Corrected only b1 product problem and b2 death base on codes provided.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 41 year old male patient who had been admitted in for coronary artery bypass graft (CABG) surgery and found to be in post cardiotomy cardiogenic shock. He presented in scai stage e shock and was on inotropes and vasopressors prior to the pump placement. This 5.5 pump was placed as a replacement to a prior 5.5 pump that was explanted due to high purge pressure. This second 5.5 pump was placed, and it too had high purge pressures of 900-1000s upon insertion. The field representative responded that tissue plasminogen activator (tpa) was administered for the second 5.5 and the high purge pressure resolved. No further issues were associated with the pump. The pump remained on for support for 10 days until the family and medical team made decision to withdraw care and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides additional details regarding the event and notes outcome at end of unit support care was withdrawn and the patient subsequently expired. Section d6b explant date has been updated accordingly (with d6a implant date repopulated). Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.